Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 34.5 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 15.5 cm proximal to the lead tip. Furthermore, the insulation was found damaged and the conductor cables leading to the ring electrode and rv shock coil fractured 32.5 cm distal to the df4 connector pin. The rv shock coil was found covered in fibrotic growth. The fixation helix was found bent. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.